Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, "very poor vaporization" efficiency was observed @18,006 joules of use. The fiber was exchanged for a second fiber and reportedly @1 joule, forward firing and/or fiber damaged at tip was observed. The procedure was completed using a third surgical fiber. Patient outcome: "no patient injury." This report is for the second surgical fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap/fiber is fractured and partially broken; the glass cap/fiber is fractured distal to glue zone at the bevel section; the glass cap exhibits signs of severe contamination, likely biologic; the fiber is blackened; the heat shrink tube is severely melted. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Manufacturer narrative:
(B)(4).